Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article received titled, " painful patellar clunk or crepitation of contemporary knee prostheses" literature article "painful patellar clunk or crepitation of contemporary knee prostheses" (2013) by won chul choi md, phd, keun-jung ryu md, sahnghoon lee md, phd, sang cheol seong md, phd, and myung chul lee md, phd published by clinical orthopaedics and related research doi 10.1007/s11999-012-2652-5 was reviewed. The article purpose: to investigate possible factors that attribute to patellar clunk or crepitation. The article reports: the authors reviewed 580 patients who had 826 posteriorstabilized tkas involving five different designs. One of these five designs was pfc sigma rp/rp-f design. Most of the knees received patella resurfacing. All prostheses were implanted with cement. Of the 826 tkas reviewed, 18 knees (2.2%) underwent surgical intervention for pcc after tka. 11 of these were pfc rp/rpf knees which was a significantly higher rate than all the other knee designs. Open synovectomy and patellar replacement were performed to treat painful patellar clunk of two pfc rp/rpf knees with retained patellae. The symptoms were alleviated without recurrence over a mean followup of 29 months (range, 11¿67 months) after operative treatment for pcc. Depuy products involved: pfc sigma rp/rpf. Complications: patella clunk (11), surgical intervention (11), pain (11).